Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that time on was incorrect not real time off by 1 hour. A technical support specialist (tss) connected to the station and checked the current time zone settings. It was set to pacific time, but the correct time zone for the site is eastern time. Tss updated the time zone setting accordingly and rebooted the station to apply the change. After reboot, the system time was verified and confirmed to be set to the correct local time. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station time was incorrect not real time off by 1 hour. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.